Manufacturer narrative:
(B)(4). It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented due to a delivered shock from the competitor device. Upon investigation, noise was noted on the rv channel and the shock impedance measurement was low. The physician suspected that an inappropriate shock was delivered as a result of insulation damage. X-ray noted no visible insulation damage. A revision procedure was performed and the rv lead was removed and replaced. After the lead was removed, there was still no visible damage to the insulation of the lead. The new competitor rv lead was implanted and had appropriate measurements through the pacing system analyzer (psa). When connected to the device, low shock impedance measurements were noted. After troubleshooting, the shock impedance measurement remained low. As a result, the competitor device was explanted and replaced. With the new competitor device, the competitor rv lead noted appropriate measurements. No adverse patient effects were reported.